Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope is blocked. The issue was found during reprocessing. Inspection and testing of the returned device found white debris on the insertion tube, light guide and control body and the air/water channel clogged by this foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found white debris identified on the insertion tube, light guide and control body which may come from the customer¿s label and enter the scope during reprocessing of the device. Additionally, the following findings were noted: insertion tube bending section cover was stained; air channel volume and water channel volume were not to specification; water flow and removal were not to specification; and electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was a piece of label attached to the device by the user. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.